Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. No anomalies found; full lead in segments returned and analyzed. Vr implantable pacemaker/cardio/defibr it was reported that the patient received inappropriate shocks, and there was t-wave oversensing and varying r-wave detection. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed; mechanical tests performed; visual examination device performed according to specifications device operated according to specifications oversensing sensitivity shock, inappropriate.

Event description:
It was reported that the patient received inappropriate shocks, and there was t-wave oversensing and varying r-wave detection. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.